Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "poor air and water supply." No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the device nozzle was clogged with foreign object noted to be attributed to insufficient cleaning (handling problems). Due to clogging of nozzle, no air is fed. Due to clogging of nozzle, no water is fed. The reported issue of "poor air/water supply" was reproduced, reported issue was confirmed. Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Bending tube is deformed; a-rubber (insertion section) has a scratch. Adhesive around objective lens is peeled. Connecting tube has a dent. Connecting tube has a scratch. Connecting tube has a wrinkle. Forceps elevator (fe) lever and knob has a scratch. Up/down, right/left knob has scratch. Sc cover unit has a scratch. Scope cover has a scratch. S-connector has a scratch. Universal cord has scratch. Grip has a scratch. Control unit has a scratch. The information on reprocessing and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility noted not aware about when the foreign matter adhered on the device. ¿ did not provided additional information. No further information provided. The time lag between the end of clinical use and the start of pre-washing noted unknown. Reprocessing: supplied water and air to the air/water nozzle. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Submerged the device in the cleaning fluid, wiped/brushed the air/water nozzle with gauze, brush/sponge. Reprocessing were normal and without issues. Facility noted no abnormalities on the accessories used for reprocessing. Concerns with the accessories used for reprocessing- noted unknown. Any concerns on reprocessing- no response provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.